Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope has not been returned to olympus for evaluation. In addition, olympus performed a device service history review and found that the scope was purchased on (B)(6) 2014 and was last serviced at olympus on (B)(6) 2017. Based on similar reported events, improper maintenance of the device could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides several warning statements in an effort to prevent equipment damage and patient injury. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a bronchoscopy left upper lobe lavage procedure, the patient suffered trauma to the left vocal cord, suffered submucosal hemorrhages, and experienced a sore throat post procedure as the bronchoscope did not advance in the trachea and into the patient as it was stuck in a retroflexed position. It was reported that it took 20 minutes to get the scope to gently extend into a neutral position. Additionally, it was reported that upon inspection of the scope post procedure, an indentation/kink about 2 inches from the distal tip of the scope was found. The physician did not notice the kink prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to update the original aware date and to provide the device evaluation results. The original aware date of the report is april 13, 2018. The device was returned to olympus for evaluation. Olympus performed a visual inspection on the scope and found no signs of the bending section locking up; however, a kink was found on the distal end. In addition, there were no signs of abnormal movement noted with the bending section while the up and down lever was manipulated. The angulation of the scope was found within standard specifications. The kink on the bending section is likely due to mishandling the device during use. The scope was serviced and returned to the user facility.